Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject coil had prematurely detached during use. It was also identified that the subject coil appeared protruding and was subsequently fixed subcutaneously by the physician. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint, it is most likely that the device encountered difficulties while inserting and hence prematurely detached due to no flush maintained during the procedure, as per dfu maintaining continuous flush throughout the procedure is a critical requirement as lack of it can lead to friction or other related difficulties. An assignable cause of ¿user error¿ will be assigned to reported events, as the investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure the subject coil had prematurely detached during use. It was also identified that the subject coil appeared protruding and was subsequently fixed subcutaneously by the physician. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.